Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no serial number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted. H11: the device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse during patient infusion in the cardiovascular intensive care unit (cvicu). The issue was described as "the pump began 'pumping' and was making noise like it was pumping- the volume to be infused was counting down, but there was no drips dripping in the tubing chamber. The pump was indicating that the fluid was flowing in, but it physically was not". The pump was set up for normal saline (ns) bolus as a secondary on a kvo(keep vein open intravenous) line. The pump was set to bolus at 999ml/hr. The tubing was switched to another pump with the same settings to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: updated h6 codes. Should additional relevant information become available, a supplemental report will be submitted.